Event description:
It was reported that when the asymptomatic patient presented for an av-node ablation, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted. Patient is doing well.